Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'not recognize a closed door' which was reproduced. A review of the event history log identified 'not recognize a closed door' as ' shut door - power off' messages. The reported condition was verified. Evaluation determined the assignable cause to be an out of adjustment hooks screws spacing gap. The hooks screws spacing gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door during therapy. It was reported that an epinephrine drip was infusing at 15 mcg/kg/min. When the door to the pump was opened to clear air in line, the pump did not recognize that the door was closed and latched. The device continued to request door be reopened and closed even when pushed firmly on front of door facing. The patient's blood pressure dropped significantly requiring crash rescue medication by a transport team. The epinephrine was placed on a new pump and the infusion continued. No additional information is available.